Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility rep on (B)(6) 2013. "[Name removed] called and was doing checkout on unit and determined that when he disconnected the unit from main ac the power fail alarm did not activate. Determined unit has a known good 9v battery and no other alarms were active."

Manufacturer narrative:
Carefusion sent a letter via email to the user facility seeking additional info concerning the reported event and repair of the device. As of (B)(4) 2013 there has been no response from the user facility. The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. (B)(4). The carefusion technical support specialist in conjunction with the customer identified a faulty alarm board as the most likely root cause in this alleged event. The user facility was shipped a replacement alarm board to repair and return the unit back into svc. The alleged faulty alarm board was received by carefusion, routed to the carefusion failure analysis lab and staged for eval. Once the eval is complete a f/u medwatch will be submitted.